Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailerrs have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of her sons freestyle meter had changed. The customer observed an error 4 message but no battery icon. The date/time setting had changed but the calibration code stored in the meter had not. The customer mistook an mg/dl reading for an mmol/l reading and adjusted her son's insulin according to the reading. The customer later noticed that the units of measurement on the meter had changed and gave her son a sandwich and some juice. There was no report of death or serious injury. The cutomer's meter has been returned and an investigation is in process.